Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had triggered an alert for shorted output stage detection and a message displaying possible hv circuit damage. The patient had received inappropriate therapy during exposure to electrocautery on (B)(6) 2016. Several aborted shocks were also observed. Possibility of false alert due to the cautery exposure was noted. A capacitor maintenance was performed successfully. The patient was in good condition and will continue to be followed normally.